Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code b30 and the inability to obtain an image due to severe corrosion on the printed circuit board, charge coupled device m circuit board, and printed circuit board. The most probable cause of the discovered damages is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error code b30 and was unable to obtain an image. There was no patient involvement.